Manufacturer narrative:
Allergan did not submit this MDR within 30 days of becoming aware. Recent stimulated reporting related to 2011068-7/2/19-001-r has increased complaint and MDR volume. Allergan is implementing a plan to address the increased volumes. The event of seroma-late is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. The reason for reoperation: seroma-late. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time.

Event description:
Patient reported right side ¿rash on my stomach under the implant¿ (referring to right side implant and is not device related), ¿implant was surrounded with fluid¿, ¿hardening¿, ¿pain¿ and concern with textured implant to ¿rule out bia-alcl¿. The device was explanted.